Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)". The patient's concurrent conditions included amenorrhea, irritability and vulval pruritus. Concomitant products included levothyroxine since 2010 and medroxyprogesterone acetate (depo-provera). In (B)(6)2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problem"), abdominal pain lower ("lower abdomen pain") and bladder prolapse ("bladder prolapse"). The patient was treated with surgery (to remove the essure implant / hysterectomy with bilateral salpingectomy). Essure was removed in (B)(6)2016. At the time of the report, the pelvic pain, urinary tract disorder and bladder prolapse outcome was unknown and the bladder disorder and abdominal pain lower was resolving. The reporter considered abdominal pain lower, bladder disorder, bladder prolapse, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: discrepancy in date of birth of plaintiff earlier it was(B)(6)1999 and as per current follow up pfs 07 jul 1976. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in january 1010: unilateral occlusion (left tube occluded). Most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet received. Event device ineffective & bladder prolapse were added. Lab data, concomitant & historical conditions dugs were added. Product, patient & reporter information updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included levothyroxine since 2010. In (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problem") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (to remove the essure implant / hysterectomy with bilateral salpingectomy). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain and urinary tract disorder outcome was unknown and the bladder disorder and abdominal pain lower was resolving. The reporter considered abdominal pain lower, bladder disorder, pelvic pain and urinary tract disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2010: unilateral occlusion (left tube occluded). Most recent follow-up information incorporated above includes: on 18-jun-2018: pfs received. Reporter and patient demographics were added. Updated suspect drug indication. Events bladder disorder, urinary problem and lower abdomen pain added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.